Event description:
It was reported that the bd eclipse¿ needle with slip tip hub configuration and syringe did not connect easily, and immunization medicine leaked out of the side of the needle during use and onto the parent's leg. The following information was provided by the initial reporter: "an infant was receiving prevenar 13 with bd eclipse needle. Syringe and needle did not fit easily. Immunisation leaked out side of the needle onto the parent's leg."

Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 305892 lot 1901001 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. A device history review revealed no issues or abnormalities related and this is the first this lot has been reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle with slip tip hub configuration and syringe did not connect easily, and immunization medicine leaked out of the side of the needle during use and onto the parent's leg. The following information was provided by the initial reporter: "an infant was receiving prevnar 13 with bd eclipse needle. Syringe and needle did not fit easily. Immunisation leaked out side of the needle onto the parent's leg."